Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Further analysis was performed to confirm proper operation of the telemetry functions of the device. Telemetry was found to be established and maintained at a distance of 6.0 centimeters from both the front and back sides of the device case, which meets device specification. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow-up, this device was unable to be interrogated. For this reason, the product was explanted and replaced without any additional adverse effects. The explanted product is expected to be returned for a post explant analysis to determine root cause.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, this device was unable to be interrogated. For this reason, the product was explanted and replaced without any additional adverse effects. The explanted product is expected to be returned for a post explant analysis to determine root cause.